Manufacturer narrative:
The explanted product has not been received. No direct evaluation of this device has been possible to date. Similar reported events are uncommon. In the event the construct becomes available for evaluation, any subsequent relevant info will be reported. Review of labeling includes the following: "internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant."

Event description:
Screw breakage reported in a pt with vuepoint construct extending from c1-c5. One partial thread screw at c1 and one partial-thread screw at c2 noted to be broken. Initial surgery date is unk. Breakage was first noted approx 2 months following surgery. Revision surgery occurred on (B)(6) 2011. Pt age/gender is not known. There were reportedly no issues with bone density or compliance with care instructions. There were no falls or other impacts that were reported.